Event description:
A us distributor returned an electrode belt was damaged and experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and bent pins or damaged e-belt connector) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" cable was broken from the connector. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged electrode belt.